Event description:
Reporter reported that when they checked the rt105 breathing circuit before use, the pin for the heater wire was bent.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. The returned device was visually inspected. Results: one of the heater wire pins on the inspiratory limb was bent towards the other pin. This prevented a heater wire adapter plug from being connected to the breathing circuit. Conclusions: the device failed prior to use. We could not confirm what caused the malfunction. The rate of occurrence for such complaints is approx 0.0001% worldwide for the last year. The following MDR numbers are related: 9611451-2007-00013, 9611451-2007-00017, 9611451-2007-00052, 9611451-2007-00044, 9611451-2007-00195. A bent heater wire pin deems the heated breathing circuit unusable as the heater wire adapter cannot be connected. This would be identified at breathing circuit set up.